Event description:
It was reported that this was a venous closure of the right common femoral vein using the pre-close technique via a 7f sheath hole prior to an electrophysiology (ep) procedure. Reportedly, when the prostyle plunger was removed, no suture was attached. A cuff miss was noticed. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to 8.5f, and the a ep procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions reviews were performed and revealed no indication of a product quality issue. Based on the information reviewed, the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.